Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that the spike fell out of the infusion bag. One spike connector was provided to our quality team for evaluation. The product was thoroughly inspected, and no damage or defect was observed that could have contributed to the reported leak. Functional testing was performed by inserting the spike into an IV bag, injecting liquid into the IV bag, hanging the bag, and then withdrawing the solution; no disconnection occurred during these tests. A device history record (DHR) review was conducted for lot 2507506. No deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported event. The product undergoes multiple inspections during manufacturing to ensure quality and functionality, including verification that all critical dimensions meet specification. Results were reviewed for the reported lot and verified the product met required specification. While our investigation verifies that the product is manufactured to approved specifications, bd has reviewed this report and identified a potential trend associated with this concern. It has been observed that the diameter of the c180-o spike can sometimes be larger than the ports of certain IV bags, which can result in leakage if not fully inserted. A project has been initiated to further investigate and address this issue. Complaints received for these devices and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported that during use the spike set fell out of the infusion bottle easily. A small amount of physiological saline solution leaked.